Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a damaged pin in the interconnect cable caused the problem. The connector was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop system failed to produce x rays when commanded. Replacement unit used. There was no adverse patient involvement reported. There was no pt info reported.